Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 423 mg/dl at the time of incident. Customer administered bolus manually. The customer declined troubleshooting for high blood glucose. Customer asked to check blood glucose and it went down to 379 mg/dl. The customer received cannot find sensor signal alert and sensor connected alert. The insulin pump will not be returned for analysis.